Event description:
It was reported device damage occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman truseal access system (was) and a 35mm watchman flx laa closure device & delivery system (wds) was selected for use. During the procedure, it was noted that there was difficulty when recapturing the closure device. It was then found that the distal structure of the closure device was found to be damaged. The physician stopped the procedure. The closure device was removed from the patient and there were no patient complications. The patient condition following procedure was stable and the patient was discharged three (3) days later. It was further reported that during the procedure, there was difficulty expanding the device and also when recapturing the closure device. After withdrawing the device(s) from the patient, it was then noted that the distal structure of the closure device was found to be damaged. There were no physical issues noted during preparation of the device(s), and no resistance preparing for use. The patient stayed in the hospital for three (3) days for unknown reasons, but it can be confirmed that the patient was discharged normally and did not experience any problems related to the procedure.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H6: device code added. E1: phone number listed as (B)(6) which exceeds 10 characters for field.

Manufacturer narrative:
E1: phone number listed as (B)(6) which exceeds 10 characters for field.

Event description:
It was reported device damage occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman truseal access system (was) and a 35mm watchman flx laa closure device & delivery system (wds) was selected for use. During the procedure, it was noted that there was difficulty when recapturing the closure device. It was then found that the distal structure of the closure device was found to be damaged. The physician stopped the procedure. The closure device was removed from the patient and there were no patient complications. The patient condition following procedure was stable and the patient was discharged three (3) days later.